Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported oversized cylinder with a kink and would dehiscence cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, delay in cutaneous closure is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the original inflatable penile prosthesis (ipp) was oversized which potentially caused one of the cylinders to have a kink in it. This may have contributed to the corpora wound dehiscence. The patient had the ipp 21cm cylinders and pump were removed and replaced with 18cm cylinders and pump with a 1cm rear tip extender (rte). The corpora were closed in several layers with sutures. The patient was expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the original inflatable penile prosthesis (ipp) was oversized which potentially caused one of the cylinders to have a kink in it. This may have contributed to the corpora wound dehiscence. The patient had the ipp 21cm cylinders and pump were removed and replaced with 18cm cylinders and pump with a 1cm rear tip extender (rte). The corpora were closed in several layers with sutures. The patient was expected to fully recover.